Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently unresponsive to touches. The customer's blood glucose was 130 mg/dl. Reportedly, the customer had to press the down arrow multiple times for the pump to respond. During with troubleshooting with tandem technical support, the touchscreen functioned as intended. It was indicated that the customer would continue to use the pump for insulin therapy.